Event description:
It was reported by service report that the head end of bed is drifting when in the up position. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
(B)(4)